Manufacturer narrative:
Upon inspection, the baxter technician found the aux cord had exposed wires and needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician replaced the aux cord. Based on this information no further actions are required at this time.

Event description:
A customer contacted technical service to report that the progressa frame had a physically damaged aux cord, copper wire exposed, no loss of function. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.